Manufacturer narrative:
The determination was made that the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code messages of patient circuit occluded, low leak co2 rebreathing risk, and pressure regulation high. The customer reported there was no patient involvement.